Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was encountering fatal error and c drive was bloated. A technical support specialist unable to dial into device due to remote smart service (rss) timeout, deployed package to restart remote smart service (rss) services but issue persists. The field service engineer reimaged the station to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system station was encountering fatal error and c drive was bloated. The customer stated that they are not able to take out any medication and there is no alternative to take medications. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h device manufacture date to reflect correct manufacture date.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system station was encountering fatal error and c drive was bloated. The customer stated that they are not able to take out any medication and there is no alternative to take medications. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system station was encountering fatal error and c drive was bloated. The customer stated that they are not able to take out any medication and there is no alternative to take medications. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section g report source this supplemental MDR was submitted to reflect the correct report source